Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) failed power up tests - error code 12 fiber optic sensor no trigger.

Manufacturer narrative:
Updated fields: b4; b5; b6; b7; d9; d10; g3; g6; h2; h3; h6 problem code, health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings, investigation conclusions; h11. A getinge field service engineer (fse) couldn¿t verify issue, reloaded sw and complied functional checkout.

Event description:
It was reported that during the routine check by customer found the cardiosave intra-aortic balloon pump (iabp) displayed power up tests: error code 12 and fiber optic sensor trigger issue. There was no patient involved.